Manufacturer narrative:
Tracking #.56110/c. H6; damaged firing mechanism. The analysis results confirmed that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. While no conclusion could be reached as to how this damage had occurred, the appropriate engineering personnel have been notified and we have documented the reported circumstances and analysis results. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instrucitons. The info you provided is compiled, monitored and reviewed by upper mgmt on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all info reported to ethicon endo-surgery is critical to our continuous improvement efforts.

Event description:
It was reported the device was used during an unk procedure. The customer reports the device would not fire the second time. The firing trigger handle was broken. No add'l info was available. There was no consequence to the pt.